Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient received a knee prosthesis (the third one) and has had a severe inflammation in the knee since the first prosthesis. Unfortunately, this has not subsided even after very long-term antibiotic therapy.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: according to the information received, from customer letter: thank you very much for your feedback. This concerns a patient of mine who received a knee prosthesis (the third one) implanted by you and has had a severe inflammation in the knee since the first prosthesis. Unfortunately, this has not subsided even after very long-term antibiotic therapy. I would now like to test whether a possible individual material intolerance is present and therefore require the exact specification of the alloy components, possibly also the composition of the cement, so that I can have this tested in the laboratory. You will find the implantation passport attached. I thank you very much in advance for your support. The product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported attune dist fem aug sz 8 12mm. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported attune dist fem aug sz 8 12mm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code 154708003 lot number hj2108, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: b5, d6a, d10 concomitant. Corrected: d1, d4 (expiration date, primary UDI number), h4.

Event description:
Additional information received states that devices that were implanted in (B)(6) 2025 are still implanted in the patient.